Manufacturer narrative:
On 10/09/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed generalized illness. During evaluation of the sample it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 550cc saline breast prostheses and suffered several unexplained systemic symptoms, including sharp pain in both breasts, hair loss, dry skin, slow healing, easily bruises, red skin rashes that randomly appear, acne that look like little red knots, numbing/burning sensation (in face, hands, and head), hands and feet turn cold and blue, swelling in face and feet/ankles, feeling like she will pass out, hands draw up in spasms, upper thighs draw up and spasm, hot flashes, face and neck stay bright red, swollen lymph nodes in neck, throat swelling, trouble swallowing, spasms, food intolerance, dilating eyes with pressure behind the eyes, headaches, brain fog, weight gain, inflammation, reflux, stomach bloating and swelling, rapid heart rate, chest pressure, sharp pain in chest, always feels dehydrated, ibs, barrett¿s esophagus, fevers, and more unspecified symptoms. The patient reported that she has 73 symptoms overall. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.